Manufacturer narrative:
The power drive system is an optional feature for citadel plus designed to provide powered transport. It provides assist in forward and backward movement only. To operate, it is necessary to use both control handles. To activate this function, left and right-hand steering have to be applied at the same time by the operator of the bed. Left-hand trigger must be held down during the entire duration of power drive operation. The right-hand trigger is used to give direction to movement (forward or backward). Releasing the left-hand trigger will make the power drive function inoperable. Despite multiple attempts, it was not possible to obtain additional information regarding the condition of the bed or to inspect it. However, the customer did not report any malfunction and did not request service. The bed continued to be used at the facility. Based on this, it was assumed that no device malfunction occurred. The process of analysing the data is ongoing to establish the root cause of the event. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that while maneuvering a bed, a nurse activated the power drive (provides powered assist in forward and backward movement of the bed) and struck another nurse standing next to the door frame, pinning her against the door frame. The nurse sustained minor injuries (superficial injuries to the abdomen, lower back, and pelvis) and is currently on sick leave with bruising.

Manufacturer narrative:
The power drive system is an optional feature for citadel plus designed to provide powered transport. It provides assist in forward and backward movement only. To operate, it is necessary to use both control handles. To activate this function, left and right-hand steering have to be applied at the same time by the operator of the bed. Left-hand trigger must be held down during the entire duration of power drive operation. The right-hand trigger is used to give direction to movement (forward or backward). Releasing the left-hand trigger will make the power drive function inoperable. The process of gathering and analysing the data is ongoing to establish the root cause of the event. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
Despite multiple attempts, it was not possible to obtain additional information regarding the condition of the bed or to inspect it. However, the customer did not report any malfunction and did not request service. The bed continued to be used at the facility. Based on this, it was assumed that no device malfunction occurred. To operate the power drive, both control handles must be used. According to the citadel plus instruction for use (IFU 831.374-en rev. 13), activating the power drive requires squeezing and holding the left-hand trigger for the entire duration of use. The right-hand trigger must be squeezed to increase forward speed. Based on the information provided by the customer, the nurse used both triggers to operate the bed as intended. Arjo was notified that while turning into a room with a bed, the nurse pressed the power drive button and collided with another nurse who was standing next to the door frame. The IFU states: "limited space maneuvering - to maneuver the bed in small or tight areas, disengage the power drive from the floorand manually move the bed in the desired direction." Based on the available information, the event appears to be solely caused by user error. The IFU was not followed and the power drive was used to maneuver in limited space. It was assumed that the arjo device met its specifications, as the customer did not report any malfunction and did not request service. The bed continued to be used at the facility. A review of complaints showed that this scenario has never caused or contributed to a serious injury or death, and is unlikely to do so if the instruction for use is followed. Therefore, the investigated scenario is considered not reportable in the future. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.